Manufacturer narrative:
(B)(4): the customer reported that when running the op check test, the device emits a loud tone and will not stop until the battery is removed. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when running the op check test, the device emits a loud tone and will not stop until the battery is removed. There was no reported pt involvement.